Event description:
It was reported that intra-operatively, the patient's device was explanted and used as an external pacing system with a right internal jugular (rij) lead implanted during the same procedure. The externally used rij lead became dislodged from the external device and the patient experienced atrial asystole. The physician elected to have a right sided pacemaker system implanted the following day and explanted/disconnected the external rij lead and device. A new pacemaker system was implanted the following day. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.